Event description:
It was reported that the "subject has developed a large hiatal hernia" probably related" to the study device. Additional f/u is being conducted to get clarification of the reported event. The hiatal hernia was repaired without any patient consequence.

Manufacturer narrative:
(B)(4). The device was not returned.